Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via an e-mail to our local affiliate (B)(4). This case involves a female patient (age nos) who had poly-l-lactic acid (sculptra) administered on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient complained of intense ardor on her lips. No further information was available. Treatment provided, if any, was not specified. At the time of this report, event outcome was unknown.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided.